Event description:
It was reported that the patient presented in-clinic for device check. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.